Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additional information about the event was requested, but not received. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the identity and definitive root cause of the foreign material could not be determined. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Keep the air/water valve¿s hole covered with your finger and depress the valve. Observe the endoscopic image and confirm that water flow is observed in the entire endoscopic image.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus medical for evaluation. During examination, foreign material was found in the air/water nozzle. The reported issue (up knob not working properly) was confirmed; the angle wire was worn and elongated. The damage to the wire allowed excess play in the up/down knob control. In addition, the adhesive on the bending section cover was chipped; the plastic distal end cover was dented; the adhesive around the light guide lens was peeled and cloudy; the objective lens was scratched; the adhesive around the objective lens was peeled and cloudy; the universal cord protector was scratched; the connecting tube was scratched and wrinkled; the universal cord was wrinkled; switch button 2 was scratched; switch button 1 was scratched; the hand grip was sheared; the paint on the suction cylinder was peeled; the paint on the air/water cylinder was peeled; the image guide protector was scratched; the bending section cover had cracked and cloudy adhesive; and the switch button 4 was worn. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported the evis lucera elite gastrointestinal videoscope's up knob did not work correctly. No patient injury reported. The device was returned to olympus medical for evaluation. During examination, foreign material was found in the air/water nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.